Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) fell into the tricuspid valve region while attempting to fixate. During recovery, tissue was observed in the helix of the lp and the helix had distended. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.